Event description:
It was reported that the patient experienced unspecified issues with a previous spectra penile prosthesis (spp). The malleable spp device was removed and replaced with a new inflatable penile prosthesis (ipp) consisting of a pre-connected pump and cylinders and a 100 ml reservoir. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The spectra was implanted to hold the space of a previous non bsc ipp that was explanted due to infection. The spectra replacement surgery was done because the appropriate amount of time post infection had passed and it was time for ipp implant surgery. There were no issues with the spectra. There were no patient adverse effects.